Event description:
It was reported that the coil broke inside of the microcatheter. There were no clinical consequences to the patient. No further information was provided.

Event description:
It was reported that the coil broke inside of the microcatheter. There were no clinical consequences to the patient. No further information was provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The delivery wire was returned within the introducer sheath and the coil separated to the rest of the device. Visual and microscopic inspection of the returned device found that the proximal contact was kinked. The delivery was kinked and severely damaged in the area adjacent to the main junction with stretching and tears in lamination apparent indicating force was exerted on the device. The coil was broke off the delivery wire at the main junction. There was no evidence of electrolytic detachment having occurred and the detachment zone was still present. The remaining main junction was bent on the delivery wire. The broken coil had multiple kinks, bends and stretches. The investigation concluded that damage observed to the delivery wire and main junction is indicative of excessive force exerted on the device during the clinical procedure which could potentially have led to the coil becoming broken at the main junction. Based on the information provided and the investigation results it was most likely that the reported event related to some procedural factors limiting the performance of the device.

Event description:
It was reported that the coil broke inside of the microcatheter. There were no clinical consequences to the patient. No further information was provided.